Event description:
The patient underwent a revision of their tka due to a possible infection. The entire construct was removed and antibiotic spacers were put in. X-rays are available. The explanted material is available. (B)(4).